Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device had no telemetry. Battery end of life was highly suspected. According to hospital records the last device check was approximately three years prior. The patient did not notice any symptoms. The device remains implanted. No patient complications have been reported as a result of this event.